Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion set cannula bent events on (B)(6) 2024. Event occured within three hours of insertion. Insertion site was at abdomen. Blood glucose levels at the time of event were between 200-400 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1879683- device 3 of 4.